Event description:
The customer observed a bloody diluent leak on, and under, specific solenoids of a coulter lh 750 hematology analyzer. The customer saw two drops in the tray under a specific solenoid and less liquid on top of the solenoid. The fluid was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. There was no death or injury associated with this event. No patient results were affected by this event. There was a risk management plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) observed a red tinged fluid in the drip tray underneath the shear valves. The fse replaced a worn differential shear valve to resolve the issue. The cause of the event was a worn differential shear valve. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results with and without instrument generated flagging to be generated upon recur. (B)(4).